Event description:
The st. Jude rep phoned to report that the ICD presented with noise on the ventricular channel. The noise was intermittent and brief in duration. No inappropriate therapies were given.